Event description:
During use of this product, a hole was discovered in the extension tube, resulting in blood leakage and backflow; one unit was affected; the sample can be returned and video evidence is available; a green claims process is required, along with a response letter to the complaint and a letter confirming receipt of the complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.